Manufacturer narrative:
The reported event of back up/reset mode was confirmed. The device was returned for analysis. The product code was downloaded, and analysis was performed. The analysis performed included thermal and mechanical testing of the device, indicating the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup consistent with a hybrid component anomaly. The reset could not be reproduced. Assessment of total projected longevity was performed, and device was found to have normal depletion and appropriate remaining longevity. The previously reported implant date is incorrect. Additional information received indicated it is unknown. Further information was requested but is not yet available.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found in backup vvi mode. Technical support was contacted and a device replacement is anticipated to resolve the event. The patient was in stable condition and will continue to be monitored.